Manufacturer narrative:
Additional narrative: it was reported that the patient underwent laparoscopy, lysis of adhesions, left salpingo-oophorectomy on (B)(6) 2011 due to left ovarian cyst and adhesions.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, menorrhagia; pelvic pain and fibroid uterus. It was reported that the patient had the concurrent procedures of hysterectomy and cystoscopy performed during mesh implantation. It was reported that patient underwent partial removal of pelvic mass & total hysterectomy on (B)(6) 2012. It was reported that patient underwent removal of pelvic tumor on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/07/2016.